Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a ureteroscopy using a hiwire nitinol hydrophilic wire guide, parts of the hydrophilic coating detached from inner core during use. No section of the device remained inside the patient, and the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this alleged product malfunction. Additional details regarding the patient and event have been requested, at this time no additional information has been provided.

Event description:
No additional patient or event information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H6: ec method code desc - 5: communication/interviews (4111). Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, specifications, and quality control data. One device was returned for investigation. Visual examination confirmed the open wire guide was received in used condition. Wire guide was returned without the protective coil. Proximal end of the wire jacket is cut vertically in two locations; cuts start approximately 2-3mm from the proximal end of the jacket, metal wire is protruding 4-5 mm from the proximal end. Wire guide appears to have been scraped by a sharp instrument. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: -manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. - when using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. - when exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. - these wire guides are not intended for tpca use. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. -hydrophilic coated wires are very slippery when wet. Always maintain control of the wire guide when manipulating it through any device. -for optimal performance, rehydrate the hydrophilic coated wire guide after exposure to ambient environment or after extended use, replace it with a new hydrophilic coated wire guide. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. The complaint device was returned to the supplier for investigation. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The proximal end of the returned wire guide was found to be damaged, exposing the inner wire core. A visual examination of the damage found the polymer jacket was cut, stretched, and separated from the inner core. The supplier indicated the devices are individually inspected prior to shipment and that there is nothing in the device history record to indicate the device did not meet specifications prior to shipment. Based on the evidence presented, it appears the wire guide was damaged during clinical use from an unknown instrument. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.